Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, a 14fr. Esheath was inserted without resistance via a surgical cutdown of the right femoral artery. Intense resistance was encountered during the insertion of a commander delivery system. A 23 mm sapien 3 valve was deployed in a final 80:20 aortic/ventricular (a/v) position as intended. Following the removal of the sheath, no abnormality in the access vessel was observed by digital subtraction angiography (dsa). However, the dorsal artery of the foot was impalpable. Immediate intravascular ultrasound (ivus) revealed the intima of the right external iliac artery was avulsed for approximately 6 cm. A vascular stent was placed in the injury site. The access vessel minimum luminal diameter (mld) measured 7.1 mm x 7.2 mm with mild calcification and mild tortuosity reported. The delivery system and sheath were discarded following the procedure and are not available for evaluation.

Manufacturer narrative:
Additional information: (B)(4). The commander delivery system and esheath were discarded at the site following the procedure. Without the devices, visual evaluation, functional testing and dimensional testing could not be performed. No images of the esheath or delivery system were provided. Review of work orders of the components most relevant to the reported event was performed. The work orders did not reveal any issues that could have contributed to the reported event. A lot history review was performed. The lot history review revealed one other complaint related to ¿sheath shaft ¿ resistance with delivery system, bc¿. A complaint history review, from february 2017 to january 2018 revealed 32 other returned complaints for ¿sheath shaft ¿ resistance with delivery system, bc¿ for the 14fr. Esheath. Twenty-six (26) complaints were confirmed, but no manufacturing non-conformities were identified. Four (4) complaints were not able to be confirmed and no manufacturing non-conformities were identified. Two (2) complaints are pending engineering evaluations. Review of the complaint history revealed the occurrence rate did not exceed the january 2018 control limit for the trend category of ¿resistance between devices¿. A review of the device prepping manual and training manuals did not identify any IFU/training deficiencies. During the manufacturing process, the esheath shaft undergoes multiple 100% visual inspections. Product verification (pv) testing is also performed on devices from each lot following a sampling plan. These inspections support that it is unlikely a manufacturing non-conformance contributed to the reported event. A review of the risk documentation revealed that the events are anticipated in the risk management file. High push force (resistance) to advance a compatible device through the sheath or loader may result in procedural delays. Severity of 2. It was noted, in this case, despite the resistance felt in advancing the delivery system, the valve was successfully implanted. However, following the removal of the esheath, it was observed that the right iliac artery was avulsed. In this case, the complaint of ¿sheath shaft ¿ resistance with delivery system, bc¿ was unable to be confirmed as the devices were not returned for evaluation. Without the devices, the presence of a manufacturing non-conformance was unable to be identified. However, DHR review, lot history review, complaint history review and manufacturing mitigation review revealed that it is unlikely a manufacturing issue contributed to the reported event. The minimum required vessel diameter for a 14fr sheath is 5.5mm. The patient¿s access vessel mld was 5.5mm with mild calcification and mild tortuosity reported. Although a definite root cause for the reported event could not be determined, possible procedural factors (improper flushing or wetting of the devices), in addition to patient factors (borderline access vessel mld, vessel calcification, vessel tortuosity) may have contributed to the reported resistance during the advancement of the delivery system though the sheath, and subsequent avulsion of the right external iliac artery. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.